Event description:
While attempting to break the neck of the vials, the vials burst. Add'l cement units were available and used to complete the surgery. There was no adverse consequence for the nurse opening the vials or the pt undergoing surgery. There was also no delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: evaluation results indicate the failure mode could not be reproduced with ampoules from the same lot code.